Manufacturer narrative:
(B)(4). The reported field event of a set screw anomaly was confirmed in the laboratory. Visual inspection identified the set screw hex cavity to be stripped and lodged with silicone, septum material. This material prevented full insertion of the torque driver in the hex cavity and resulted in difficulty tightening the set screw and fully inserting the lead into the header.

Event description:
It was reported that during implant the lead did not fit completely to the header of the device. High impedance was observed on the right ventricular lead. Physician elected to change the device. Patient is stable.